Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00458, 3012447612-2017-00460, and 3012447612-2017-00461.

Event description:
It was reported that the screw interface on three extender sleeves is starting to wear. This occurred outside of surgery so did not have any surgical or patient impacts. This is report one of three for this event.

Manufacturer narrative:
The returned sleeve was evaluated. The threads which connect to the mating pedicle screw tulip were found to be damaged and deformed to a degree that attaching a mating pedicle screw was not possible. The cause can likely be attributed to misalignment with the tulip heads of the mating polyaxial screws when trying to attach the sleeves to the tulip heads. A review of the manufacturing records did not identify any issues which would have contributed to this event.